Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy procedure, the hand activation didn't work; the device was controlled with the pedal switch function. It worked for few minutes and then the device failed to function. Another device was used to complete the case. There were no adverse consequences to the patient.